Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. No lot # provided. (B)(6). Device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the device was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The instrument was returned to the manufacturer for service with respect to the reported defect of llo flagging. The manufacturer was able to confirm the customer¿s indicated failure mode on examination of the returned instrument

Event description:
It was reported that the customer received a llo failure even though the bd sedi-40 was properly filled. Hardware/software malfunction for esr instrument.